Event description:
Adverse event(s): "patient status is not known" (no information). Product problem(s): "tracking issues" (failure to align). An operating room tech reports they had some tracking issues on a patient, but they were able to finish the surgery with a short delay (estimated at 30 seconds or less). The current status of the patient is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).